Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced ectasia on both eyes (os) at an 8 year post op exam. The patient¿s chief complaint was that there was irregular astigmatism and there was poor vision on left eye. The surgery center indicated the patient experience loss of best corrected visual acuity. The diminished visual acuity and patient had experienced loss of best corrected visual acuity. The best corrected visual acuity was od distance is 20/20 (pre-post 20/20) and os distance is 20/30 (pre-post 20/20). Bcva from (B)(6) 2007: right eye pre-op 20/20 -.2.00 x -.50 x 171, left eye pre-op 20/20 -2.00 x 00 x 00. Bcva from (B)(6) 2015: right eye post-op 20/20 .50 x -1.25 x 92, left eye post-op 20/30 1.25 x -2.25x 90.